Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not in patient use. The trilogy evo, USA device was returned to the manufacturer however, the device failed data wipe. No evaluation was performed. No cause was established, and no repair was performed. The device was return to the customer unrepaired and received extended warranty.